Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. It was reported that insulin pump was not dropped, bumped or exposed to water. Customer's blood glucose was 148 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk; unable to perform self-test, off no power test, a21 error test, occlusion test, prime test and no delivery test due to a33 alarm. However, the insulin pump passed idle current test, run current test and displacement test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.